Manufacturer narrative:
The patient claims that the cuff pressure reached 400 mmhg. Medical record of the procedure indicates, the cuff was inflated to a maximum of 270 mmhg. Subsequent tests of the microlite device conducted by viasys field service engineer showed that the pressure read out is accurate and the overpressure limiting feature of the device is effectively activated when the pressure reaches 292 mmhg. At 292 mmhg, system automatically deflates cuffs. Per clinic input a pressure of 240 mmhg is normally used during this procedure, but a higher pressure of 270 mmhg was needed to accomplish the test for this patient. The microlite device is believed to have worked as specified and as intended.

Event description:
The patient complained of a deficit to his upper thigh. His allegation is that this occurred due to the pressurization of the inflatable cuff during a procedure using the vasoguard microlite in 2006. The patient reported, he had been hiking prior to the procedure.